Event description:
I underwent an MRI of the abdomen on (B)(6) 2022, at the (B)(6) outpatient imaging facility in (B)(6). I informed staff ahead of time of my claustrophobia, my 265-lb weight, and my need for sedation. Despite this, I was scheduled at a location without sedation capability and was scanned using a 60 cm siemens prisma MRI bore, which was unsuitable for my body type. During the scan, the MRI technologist failed to properly position or pad me within the machine. As the table advanced, my shoulder forcefully struck the interior bore wall, causing significant physical trauma. I sustained a concussion, torn rotator cuff, nerve damage, sprained ankle, and sprained thumb. I activated the emergency bulb and expressed distress, but the technologist failed to respond or stop the scan. No incident report was filed, and no immediate medical assistance was provided. The risk manager later admitted that the incident was not properly reported because the tech did not know the emergency protocol and that records from the session were destroyed or unavailable. Injury outcome: torn rotator cuff concussion with neurological symptoms nerve damage sprained left ankle and thumb chronic pain and reduced mobility emotional distress ongoing medical treatment required device concerns: the siemens MRI machine used had a bore too narrow for my physical dimensions. It lacked appropriate padding, and there were no procedures followed for accommodating large patients, contrary to known acr guidelines. I believe the device and its use posed an unreasonable risk to patients like me. Request for follow-up: I respectfully request that this incident be reviewed for potential equipment hazard, facility procedural violations, and failure to follow manufacturer and acr safety standards. I also request that it be logged into the manufacturer and user facility device experience (maude) database to help improve future safety. Contact information: (B)(6).